Event description:
The customer received questionable results on (B)(6) 2014 for vancomycin (vanc) on one patient and on (B)(6) 2014 for digoxin (dig) on one patient. It was determined that the dig results were erroneous and had been reported outside of the laboratory. The customer indicated that they had been having an ongoing issue with dig since (B)(6) 2013. The customer indicated that dig qc was showing sporadic high results. The customer had thought there was a carryover problem. All dig results are in ng/ml. The initial dig result was run at 01:22 on (B)(6) 2014 and was 0.80, accompanied by a data flag; which was reported outside of the laboratory. The sample was repeated and generated a result of 0.36, accompanied by a data flag. The sample was repeated again at 03:56 on the original instrument and generated results of 0.92, accompanied by a data flag, and 0.39, accompanied by a data flag. The sample was then repeated on another cobas 6000 c501 instrument at an unknown time and generated a result of 0.58. The sample was repeated on this other instrument again at 05:17 and generated results of 0.64, accompanied by a data flag and 0.52, accompanied by a data flag. The sample was then sent to a different laboratory where it was tested on a cobas 6000 c501, at an unknown time and generated results of 0.38 and 0.42. The customer deemed the repeat result of 0.4 to be the correct result. There was no adverse event. The lot number of the dig reagent in use was 68650101, with an expiration date of 06/30/2014. The field service representative found the sample probe was clogged and the water flow through the probe was improper. He replaced and aligned the sample probe. He performed a check test, the results of which were within specification. On further follow up with the customer, they indicated that the field application specialist was coming in on (B)(6) 2014 to program special washes on the instrument.

Manufacturer narrative:
The additional special washes requested by the customer were installed on (B)(4) 2014. On further follow up, the customer had not seen any erroneous results for dig after the special washes were configured. The investigation could not determine a specific root cause. It was noted that a possible cause for the erroneous dig results could be a temporary carry-over/contamination of the sample probe. A contaminated sample probe can result in a higher pipetting volume as residual sample may stick on the probe. This would lead to the observed high erroneous result.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.